Event description:
It was observed that during the device evaluation, the subject device's cutting wire was broken and sparks occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.